Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right atrial (ra) and right ventricular (rv) channels. The noise was oversensed and caused pacing inhibition but did not contribute to any periods of asystole greater than two seconds in duration. Additionally out of range pacing impedances were seen on the ra channel. When both leads were programmed to bipolar sensing and pacing the noise was recreated on the rv channel via muscle movements. Boston scientific technical services discussed that this could indicate an insulation issue on the rv lead that is resulting in the oversensing of myopotentials. However, no lead damage was visible via x-ray. Throughout testing, no changes in impedance measurements were observed. This pacemaker was reprogrammed to prevent future episodes of oversensing and further testing will be done at the next follow-up. The ra and rv leads are competitor products. This pacemaker remains in service. No adverse patient effects were reported.